Event description:
Additional report to include inappropriate lv output occurred on the device.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) channel of the device. During the revision procedure it was found that the lead had not been adequately inserted into the header of the device. The lead was securely inserted into the device to resolve the event. The patient was stable.